Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had ear surgery and following the procedure his heart was not "working right". An ultrasound was performed which determined that his heart was beating between 45 and 88 bpm and he was sent home. After he arrived home, he felt heaviness in his chest which he can't remember having before. He was unsuccessfully attempting to perform a patient initiated interrogation (pii). A boston scientific technical services (ts) consultant discussed that chest heaviness could be a sign of a heart attack and suggested the patient call the emergency room or his cardiologist for an evaluation. Ts suggested the issue with the pii could be addressed later. Review of the latitude website indicates that piis are not enabled on this patient's system. Subsequent information indicates that this product was explanted and returned for normal battery depletion.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The reported clinical observation was unable to be confirmed during laboratory testing.